Manufacturer narrative:
The customer declined to have their glidescope avl video baton 3-4, serial number (B)(4), returned for evaluation and disposal. It was determined that the device was manufactured on june 20, 2017 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). At this time, the cause of the reported issue cannot be determined however, it is likely that the age of the device, three (3) years nine (9) months caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image issue whenever the baton's strain relief was moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.